Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to customer's blood glucose level. Customer attempted a pump reset with instructions from technical support, but the issue persisted. Customer reverted to using multiple daily injections to maintain insulin delivery.